Manufacturer narrative:
No bolus history anomaly was noted and the data was properly transferred. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip and window and reservoir tube, and cracked battery tube threads.

Event description:
Customer reported that the doctor was checking the carelink report and the information shown in the port does not match the bolus activity that the customer has performed. Customer explained that there are boluses with 200 carbohydrates and he would never eat that much and other bolus dose that the customer never delivered. Customer declined to troubleshoot and requested a replacement. Blood glucose value was 179 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.